Event description:
Information received indicates the bed has no power. The head section is in the raised position.

Manufacturer narrative:
The technician found the controller receiving 120vac and giving 0vdc to all actuators. The technician replaced the controller to repair the bed.